Event description:
It was reported that tandem mobi cartridge did not fit on pump, as cartridge did not seat properly and appeared angled when customer attempted to snap cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to wipe down pump with alcohol to remove debris where cartridge aligned, then attempt to load new empty cartridge, and after changing cartridge customer successfully resumed insulin and required no further assistance.